Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 355 mg/dl and 425 mg/dl at the time of the incident. The customer treated with manual injection. The customer stated that her son went swimming with the pump. The customer stated that the pump would not light up and the screen was flashing. The customer reported a picture of an x with an arrow pointing to the book. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.